Event description:
A 3.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the prox lad of a pt with no issue reported. However, it was reported that one day post procedure, the pt complained chest discomfort and had elevation in his cardiac biomarkers. Mi was confirmed. Prolonged hospitalization was required for cardiac monitoring. The pt is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: mi.